Event description:
Follow up information identified the issue has been resolved and the patient is satisfied with therapy. Therapy has resumed.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing difficulty in recharging the ipg after she gained weight. The patient underwent surgical intervention on (B)(6)2017 where the ipg was removed and replaced.